Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _unknown_lead, product type: lead. (B)(4).

Event description:
A manufacturing representative reported that at an appointment on (B)(6) 2015 to turn the implantable neurostimulator (ins) off prior to a MRI scan impedance were taken at 3v as recommended by labeling and 8,9 showed 34 ohms. There were no issues with programming or therapy. There appeared to be a short at 8, 9. No symptoms were reported. Further follow-up is being conducted to obtain information about the patient, actions/interventions and the cause. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received from a company representative reported they were only called out to turn the device on and off for the MRI and they had no other information. They took no action in relationship to the short except to make sure that it was safe to have the MRI scan. The patient had the scan, the device was turned back on, and everything was fine.